Event description:
The initial gunther tulip vena cava filter placed did not deploy appropriately due to incomplete expansion of the retention legs. This filter was retrieved and saved for investigation. A second infrarenal vena cava gunther tulip filter deployed successfully without injury to the patient.